Event description:
During routine testing of the device at the service center, the user observed that the hematocrit saturation sensor clip was broken. The monitor was originally returned for repair due to inaccurate oxygen readings when the broken clip was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.